Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported following a permanent implant on (B)(6) 2018, the patient is having bowel and bladder issues. As such, the patient will have tests completed. Surgical intervention may be pending to address the issue.

Event description:
Additional information received the bowl issue is resolved. Physician believes the system is not causing the issue. No surgery will be done.